Event description:
The customer reported that the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The customer reported they were unable to power the device back on. Upon evaluation, the manufacturer's service technician verified the device would not power on. The service technician replaced the power management pcb board to address the reported problem. Performance verification testing was completed and tests passed per operating specifications.